Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer reported that they received battery out limit alarm after battery change. The customer's blood glucose was 320 mg/dl at the time of incident. The customer stated that the batteries were not out greater than duration allowed by the insulin pump. The customer stated that the display was turned on at the time of call. The customer will be sent a replacement battery cap. The insulin pump will not be returned for analysis.